Event description:
The patient reported that she swam in a pool with the pump, and the pump subsequently lost power. She stated there may be visible moisture under the lens cover; denied structural damage to the pump and the battery cap; and denied evidence of corrosion in the battery compartment. She noted that the battery cap was secure to the pump; the yellow o-ring was not visible. She stated that the issue remained unresolved after a battery change.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump powers on properly with no alarms. There were no power issues observed in the pump history. The pump was exercised for 24 hours with no power issues occurring. The battery cap attached securely to the pump during testing, and there were no battery cap connection defects observed. Evaluation revealed corrosion inside the battery compartment and moisture damage on the pcb. Unrelated to the alleged power issue, evaluation revealed that the audio bolus button cover is missing and therefore the button could not be used as intended. Insulin can be delivered using the normal bolus feature. This defect is not likely to cause or contribute to an adverse event. A leak test was performed, and leakage from the bolus button was observed.